Event description:
It was reported that the extension tubing set was occluded and then leaked during patient use.

Manufacturer narrative:
The customer¿s report that the extension tubing set was occluded and then leaked was not confirmed. Visual inspection of as-received filter extension set observed traces of clear fluid within the extension set¿s. No visible damages or issues were observed with the set. The reported mating component and devices that were in use at the time of the customer event were not returned. The returned set reprimed and infused completely without any occlusions during functional testing. Pressure testing also found no leaks with the returned set. The reported mating component and devices that were in use at the time of the customer event were not returned. No anomalies were observed with the returned set. The root cause of the customer¿s experience was not identified as the set reprimed and infused with no issues.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the extension tubing set was occluded and then leaked during patient use.